Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at 80% deployed, the valve did not open at all. The valve was recaptured and retrieved. The entire system was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was returned inside its original jar fully submerged in clear solution. The valve was discolored showing evidence of blood contact. The valve was received slightly compressed. All leaflets were in the closed position. All leaflets were flexible with signs of imprints on the outflow. Fiber separation was noted on the inflow of leaflet 1 and leaflet 3. All commissures were intact. All sutures appeared intact; no loose, fraying or broken sutures. There was no evidence of damage to the frame such as bends or kinks. The valve was submerged in warm (approximately 37 celsius) saline to expand the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame p addles remained seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.